Manufacturer narrative:
Device received with no button response at esc, act, up and down due to unlocked j2/lcd keypad connector during visual inspection. Unable to perform operating currents, a21 alarm, self test and displacement test or verify a21 alarm due to no button response. No button error alarm during testing. However, keypad flattened button dome switch (creased) was found on esc, act, up and down.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had pump error alarm and button was stiffer than normal. Customer's blood glucose value was 277 mg/dl. Customer stated troubleshooting was performed. Customer stated that insulin pump was not recently stored or not in use for an extended period of time. Customer stated that insulin pump had pump alarmed after they inserted a new battery. Customer stated that pump was not bumped, dropped or exposed to moisture. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.